Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed sleeve side piercing on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The customer's photo displays a device with the np cannula pierced through the side of the sleeve. Additionally, 30 retained samples underwent visual inspection and functional tests. All samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw, and they were able to be retracted properly with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed sleeve side piercing on unspecified number of devices. There was no health impact or consequence reported.